Event description:
It was reported that during a generation change procedure this right ventricular (rv) lead exhibited spikes in pace impedance measurements greater than 2500 ohms. Technical services (ts) reviewed device data and indicated that this was likely due to the change in contact between devices. Ts recommended pacing system analyzer (psa) testing to rule out a lead issue. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was tested and found to be functioning as appropriate. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during a generation change procedure this right ventricular (rv) lead exhibited spikes in pace impedance measurements greater than 2500 ohms. Technical services (ts) reviewed device data and indicated that this was likely due to the change in contact between devices. Ts recommended pacing system analyzer (psa) testing to rule out a lead issue. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.